Event description:
According to the reporter: after numerous applications, the needle became dislodged and wouldn't function properly. Current patient status: healthy. Was there patient injury/hazard: no. Unanticipated tissue loss? No. No fragment fell into the patient cavity. Ftr comment:the surgeons have asked if there has been a change in manufacturing. They have been using the endostitch for 14 years and only recently have they noticed that the needle isn't as forgiving and more rigid when trying to toggle back and forth. Not as forgiving as it usually was.

Manufacturer narrative:
(B)(4). Date of initial report: 10/22/2014.